Event description:
Upon CT of chest, it was noted that the pump itself had migrated; inflow pointing to the free wall rather than the septum. Tee shows increased lv size, av opening every beat. Rpm increased to 11400 from 9800 with no change in ventricular size.